Manufacturer narrative:
Analysis the hawkone-ls affiliated to this investigation was returned for evaluation. No ancillary devices, cines images or procedural notes were received. The hawkone-ls device was examined. Visual inspection of the device revealed a bulge on the distal end with the tecothane protruding with an unknown substance inside. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone 7f to treat the superficial femoral/ popliteal artery, as per IFU. It was reported the physician encountered difficulty removing the device from the 45cm destination sheath. The device was removed from the patient with no injury noted, material was observed protruding from the side wall of the nosecone. No injury to the patient reported.